Manufacturer narrative:
The expedium quick-connect si polyaxial screwdriver was not returned for evaluation. Review of the device history record found no discrepancies. No discrepancies were observed during the manufacturing process. This product was released accomplishing all quality requirements. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. No corrective and preventive action is necessary at this time as no issue was identified in manufacturing and release of the device. The complaint will be closed with no further actions required. If the driver is returned at a later date, the complaint will be reopened and the driver will be evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of the expedium quick connect si polyaxial screwdriver broke off from the instrument due to the patient¿s hard bone during screw insertion. The broken tip was recovered and discarded so that it wouldn't enter into the field. The concomitant device screw was not damaged and was able to be used. Another screwdriver was available so there was no real delay. There were no adverse consequences to the patient.